Manufacturer narrative:
Device evaluation: one (1) opened patient interface (pi) was received within original packaging confirming the reported lot number. A visual inspection of the returned product did not reveal any obvious defects or damage. Functional testing was performed and the reported issue could not be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the first half of the raster pattern, suction was lost due to patient's excessive tearing which led to cancellation of treatment. The patient to return for photorefractive keratectomy (prk). No additional information was provided.